Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that prior to implant, when the doctor opened the device, he saw something on the outside of it and did not feel comfortable implanting it. Another deivce was used. There were no patient complications reported as a result of this event.